Event description:
On (B)(6) 2009, the pt reported his insulin infusion sets are coming out of his body. He said that since (B)(6) 2009, 3 infusion sets have come out after being in use for less than 1 day. He said he normally changes his headset every 2 days. He said he has put bandaids on his headset to try to secure it. He uses a prep wipe before inserting his headset. Courtesy liquid adhesive, dressings and an adhesive remover were sent to the pt. He stated he discarded the infusion sets at issue. On follow up with the pt on (B)(6) 2009, he stated he has not had any headsets come out since using the new dressings. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.